Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was nauseated, vomiting, and his chest and neck hurt. His cgm was reading 160mg/dl; he checked his fingerstick bg which was 500 mg/dl so his wife took him to the hospital. He was given IV fluid and insulin but he cannot remember the additional medication he was given. He remained hospitalized for two days and was feeling fine and back to normal at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.